Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drops were unable to be observed exiting the tubing during the fill tubing step of the load process. The customer's blood glucose level was 189 mg/dl. The customer changed the cartridge and was able to complete the load sequence successfully and resume insulin.